Event description:
It was reported via a good laboratory practice (glp) study that sterility was compromised due to damaged device packaging. One 7.0 x 40mm, 135cm ranger drug-coated balloon (dcb) was removed from the commercial labeled box to introduce to an animal subject. Upon removal and prior to use, however, it was observed that the inner package was punched, making the device unsterile and unusable. After this observation, the rest of the remaining unused ranger dcbs were inspected prior to use. In addition to the first ranger dcb, four more ranger dcbs were also identified to have damaged inner packaging. There were 3 from lot 2440h24 and 2 from lot 04347h24. The devices were not used in the glp study.